Manufacturer narrative:
Reference MFR. Report: 1221359-2021-00795 testing was performed at abbott diagnostics (B)(4). On retained kit lot 1015209 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1015209, test base part number 190-430/ lot: 1015209. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1015209 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021. This MFR report addresses lot 1015209 and is two (2) of two (2). It unknown if repeat testing was or was not performed. Pcr confirmation testing was performed and generated negative results. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided despite multiple attempts. It was also mentioned other sites are experiencing the same issue. However, further information was not provided.